Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead warning occurred due to high right ventricular (rv) lead defibrillation impedance. The clinician was advised to reset the alert and how to adjust the threshold alert parameters. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.